Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord system will be explanted due to infection. It was unknown if it was a bsn device. No further information could be obtained.